Event description:
It was reported, the xenon light source exhibited b30 error code (scope communication error). The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported issue was due to poor contact of the scope. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.